Event description:
As reported by the end user, during a laser vein treatment using the venacure evlt sys, the "gold tip of fiber fell off inside pt." The physician was able to successfully retrieved the tip. No further harm was reported to the pt.

Manufacturer narrative:
Returned for eval was one used nevertouch 65 cm fiber. A visual examination of the returned sample noted the gold tip was detached from the fiber and that both the fiber and the gold tip were charred. A visual examination of the gold tip under a microscope noted that the round weld at the tip of the fiber was intact. The complaint has been confirmed. The most likely root cause for the reported complaint is that prior to use, the fiber tip sustained a forceful blow causing a crack in the core and/or quartz at the tip. A tip that possesses a crack in the core and/or quartz would have heated up much faster than normal, burning back the cladding and buffer causing the gold tip to fall off. This forceful blow most likely occurred after the device left the mfg site as this device is 100% insp in process by mfg personnel and aql tested by qa for this complaint type. During the review of the mfg records for the reported lot, it was observed that the mfg lots meet all device specs and quality requirements. The instructions for use (ic393), which is supplied to the end user with this catalog number, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20 cm." A review of the angiodynamics complaint sys noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).